Event description:
Pt presented to physician with a return of pain. Pt had been receiving pain medications in the pump as well as baclofen. The pump was determined to not be pumping properly per the rotor test. The pump was explanted.